Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 13-nov-2017 a field service engineer (fse) found that the sampling needle assembly was bent. The fse trained the customer step-by-step on how to replace the sampling needle assembly. The fse proceeded to run two (2) samples without any further issues. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, step 6.3 error messages, states the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. Error message 706 syringe-l is generated when an operation error occurs in the syringe-l. The operator is instructed to inspect the syringe-l. Chapter 5, maintenance, step 5.10 sampling needle replacement, provides step-by-step instructions for the operator to follow when replacement the sampling needle assembly. The most probable cause of the reported issue was due to a bent sample needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting 101 pressure low and 706 syringe-l error messages while running quality controls for hemoglobin a1c (hba1c) on the g8 instrument. The customer requested service in order to address the reported issue. On 13-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.